Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had hardware low level failures error occur during self test. The customer state that they were able to clear the alarm and able to rewind the insulin pump but error occurred second time and ran the self test and not able to passed the self test. The customer¿s blood glucose was 212 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Insulin pump passed the self test and displacement test.